Event description:
The patient was kept in the hospital with device therapies deactivated because he received several inappropriate shocks.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Conclusion - in 2009: a bradycardia lead had already been added to solve pacing/sensing issues (high pacing threshold) with the defibrillation lead, which was kept implanted for its defibrillation part only. Reportedly, a second re-intervention was performed and the pacing/sensing lead was replaced, thus solving the oversensing issue.